Manufacturer narrative:
A ge service representative performed an onsite investigation. The transformer strapping was adjusted and the mainframe card cage voltage was checked. The high voltage cable was replaced. The collimator was repaired at a subsequent service call. No additional service information is available.

Event description:
The customer reported that the system would not perform fluoroscopy and had persistent communication failures. No patient injury was reported.